Event description:
The customer reported a persistent pads cable error. There was no patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after the full investigation is completed.